Event description:
It was reported that during the load process and after insulin was added to the cartridge, the customer encountered a minimum fill message. During troubleshooting, the customer reloaded the cartridge and experienced an inaccurate fill estimate. The customer reloaded the cartridge again and the issue was resolved. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.